Event description:
It was reported that during the procedure, through contralateral approach, the catheter allegedly had a hole when retrieved. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The physical investigation showed three holes in the catheter tube at 67-69 cm distal. It is very probable that these holes appeared due to wrong handling of the catheter. The video shows how holes appear in the tube when it is exposed to intense contact with fingernails. Since the holes in the catheter appeared in a pattern of approximately 1 cm distance to each other, it is assumed that pushing the catheter by using fingernails is the cause for the visible damage. Such pushing can appear when the catheter is inserted into the sheath. Therefore, the investigation is confirmed for the reported material deformation and material rupture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. D4 (expiry date: 10/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2023). Device not returned.

Event description:
It was reported that during the procedure, through contralateral approach, the catheter allegedly had a hole when retrieved. The procedure was completed using another device. There was no reported patient injury.